Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor detached after 14 days of wear and customer was unable to obtain readings. Customer experienced dizziness and "was unable to get enough water" so she self-presented to a hospital where a reading of 223 mg/dl was obtained on the hcp meter. Customer was diagnosed with "severe dehydration" and dka and was administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.